Manufacturer narrative:
The product involved in the subject MDR was returned to us for investigation. After rinsing the dialyzer, a pressure test was performed; and, air bubbles were observed. We observed two fibers with a break near the v-port. We checked the appearance of the carton delivered to the facility. We observed two areas on the carton surface which appeared to have been damaged during shipment. It appears that some of the dialyzer fibers may have been broken during shipping which caused the dialyzer to leak. This was observed because the configuration of the dialyzer broken fibers resembled the configuration of the fiber during the drop ship test performed as part of our packaging validation testing. Based on this, it appears the leak was caused by transportation and handling. We investigated the manufacturing and quality control records, including the leak test results for the subject dialyzer lot, and no abnormalities were observed.

Event description:
One blood leak occurred with one patient at the start of hemodialysis treatment. The leak was detected visually. Hemodialysis was continued with a dialyzer of another lot. (Lot no. Was unknown). The total blood loss volume was 150ml. The patient was well and no additional medical treatment was needed or given.